Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pain/ pelvic pain'). In an adult female patient who had essure (ess205) (batch no. 620748), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) abnormal bleeding (menorrhagia)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), weight fluctuation ("weight gain/weight loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("bacterial vaginosis") and migraine ("migraine/headaches"). And was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, weight fluctuation, vaginal haemorrhage, bacterial vaginosis and migraine outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007 (as per pfs discrepancy noted). Essure insertion detail: essure: right: 1 coil, left: 2 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ pelvic pain') in an adult female patient who had essure (ess205) (batch no. 620748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy : other"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), weight fluctuation ("weight gain/weight loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("bacterial vaginosis") and migraine ("migraine/headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, weight fluctuation, vaginal haemorrhage, bacterial vaginosis and migraine outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007 (as per pfs discrepancy noted) essure insertion detail: essure: right: 1 coil left: 2 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Case became serious incident. Essure removal information was added to event pelvic pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.